Event description:
It was reported that in-stent stenosis occurred. The subject was enrolled in the eminent clinical study on (B)(6) 2018 and underwent treatment on the same day. The target lesion, located in the distal superficial femoral artery (sfa) of the left leg had a 6mm reference vessel diameter, proximally and distally, and a total length of 30mm. The target lesion was 95% occluded and crossed through the true lumen. Two eluvia stents (6x40mm, 6x120mm) were implanted. The second stent was used for a procedural complication for a dissection that occurred after placement of first stent. Post-dilation was performed using one balloon, and 15% residual stenosis remained. No thrombus was seen at the end of the procedure. On (B)(6) 2019, in-stent stenosis of the left sfa was observed. A CT scan was performed and the event was ongoing.

Event description:
It was reported that in-stent stenosis occurred. The subject was enrolled in the eminent clinical study on (B)(6)2018 and underwent treatment on the same day. The target lesion, located in the distal superficial femoral artery (sfa) of the left leg had a 6mm reference vessel diameter, proximally and distally, and a total length of 30mm. The target lesion was 95% occluded and crossed through the true lumen. Two eluvia stents (6x40mm, 6x120mm) were implanted. The second stent was used for a procedural complication for a dissection that occurred after placement of first stent. Post-dilation was performed using one balloon, and 15% residual stenosis remained. No thrombus was seen at the end of the procedure. On (B)(6)2019 , in-stent stenosis of the left sfa was observed. A CT scan was performed and the event was ongoing. It was further reported that the lesion was classified as a tasc ii a lesion. On (B)(6)2019 dissection after placement of stent occurred. On (B)(6)2018 the subject was discharged on antiplatelet medication. On (B)(6)2019 , (B)(4) days post index procedure, the subject developed in stent stenosis in the left sfa. On (B)(6)2020 the subject was hospitalized for further treatment and evaluation. On an unknown date (latency unknown), percutaneous transluminal angioplasty was performed to treat the target lesion. On (B)(6)2020 , the event was considered recovered / resolved and the subject was discharged on the same day.